Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 419 mg/dl at the time of the event. Troubleshooting was performed. The date was one day off in the insulin pump. The customer's nurse reported that the customer was changing his infusion set every 4-5 days. It was advised that the customer changed his infusion set every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.